Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to competitor's meter. Back to back blood test produced test results of 242 mg/dl using trueresult meter and 130 mg/dl using competitor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 229 mg/dl and 249 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is 07/10/2015. Recall test results performed fasting from meter memory (date / time not set): 1:242mg/dl, (B)(6) 2015, 08:29 am; 2:47mg/dl, (B)(6) 2015, 04:15 pm; 3:151mg/dl, (B)(6) 2015, 09:30 am; 4:176mg/dl, (B)(6) 2015, 01:52 pm; 5:257mg/dl, (B)(6) 2015, 09:39 pm; adverse event not reported.